Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) decreased in pressure. A revision surgery was performed to explant and replace the device. No patient complications were reported.